Event description:
It was reported that the devices were used during an unknown procedure. It was reported that both of the devices were empty. Another device was used to complete the case. There was no consequence to pt.